Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw was missing from the implantable pulse generator (ipg). A different device was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the right ventricular set screw was found in the connector bore. The returned device indicated foreign material found on the bottom surface of the atrial grommet. The returned device had damage to the atrial setscrew block. If information is provided in the future, a supplemental report will be issued.